Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1wa3s, implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 14-nov-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member of a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Caller said the patient is having a problem and has been having problems ever since implant. The consumer mentioned that the patient is going to have another surgery because the leads are improperly placed or have moved. The caller said they got a new manufacture representative (rep) who adjusted the patient's therapy in may and june and left them with "a reading of 300 over 40". The caller added that the patient has been in severe pain and they have to go back to their healthcare provider (hcp) to have injections. The family member wanted to know if they could see a different rep. As a result of what was reported, an email was sent to the reps in the area. No further patient complications have been reported as a result of this event.